Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed . A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint delivery system interacts with non-edwards device was confirmed based on provided imagery. A review of the IFU/training materials revealed no deficiencies. As reported, ''the 23mm sapien 3 valve was uneventfully implanted with 18cc volume, equivalent to an oversizing of 5%. However, when trying to remove the pigtail from the non-coronary cusp after valve deployment, there was resistance, so it was decided to remove the catheter using a curved teflon-coated guide. The commander delivery system was removed without complications and the access closed with the pergolide and angio seal pre-closures.'' As noted, patient had severe calcified native leaflets. Per imaging evaluation, the pigtail was caught between deployed valve and native annulus, which was likely due to pigtail was caught on calcification, so it led to unable/difficulty to withdraw the pigtail. As such, available information suggested that patient factors (calcification) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was an implant case of a 23mm sapien 3 valve in the aortic position by left transfemoral approach. During the procedure, the 14f esheath was inserted without major complications. A pigtail catheter was advanced, positioning it in the non-coronary sinus. Subsequently, a temporary pacemaker was placed, confirming that it had a correct capture. A 23mm sapien 3 valve was uneventfully implanted with 18cc volume, equivalent to an oversizing of 5%. However, when trying to remove the pigtail from the non-coronary cusp after valve deployment, there was resistance, so it was decided to remove the catheter using a curved teflon-coated guide. The commander delivery system was removed without complications and the access closed with the proglide and angioseal pre-closures. At the end of the procedure, on the control angiography a dissection was observed in the ascending aorta but it was decided just to monitoring the evolution of the patient. Patient passed away on pod #1, due to cardiac arrest (cardiogenic shock with ventricular fibrillation). The cardiogenic shock was related to the aortic dissection. As per medical opinion, the root cause of the dissection was the manipulation of the pigtail catheter in contact with calcium at the stj. As per the evaluation of the imagery provided, it was confirmed that the pigtail catheter was jailed after valve deployment resulting in aortic dissection after removal maneuvers. And it was a procedural complication.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. H3 other text : device remains implanted.